Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator exchange procedure. Upon removing the right ventricular lead from the chronic pacemaker, the insulation separated from the conductors. A venogram was administered to the patient. It was found that the right subclavian vein was patent. The chronic right ventricular lead was capped and replaced successfully on (B)(6) 2020. There were no consequences to the patient. The patient was discharged the following morning.